Event description:
Upon removal of the nail and lag screws the 5x40mm locking screw item (B)(4) broke. Broken screw noticed by surgeon inter-operatively (B)(4). Upon removal of the nail and lag screws the 5x40mm locking screw item (B)(4) broken.

Manufacturer narrative:
Device was discarded. If add'l info is rec'd it will be reported on a supplemental report. Same pt as MDR 9610622-2012-00337.